Manufacturer narrative:
Device evaluated by MFR.: mustang device - 6x4x75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the proximal balloon bond and extending approximately 23mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right brachial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the lesion was 70% stenosed and the target vessel was severely tortuous and severely calcified.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right brachial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.